Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a charge time out was observed on the device following many appropriate shocks. Some of the shocks were ineffective and required external defibrillation to convert the ventricular tachycardia. No malfunction was alleged against the device. The patient did not experience any adverse consequences and is in stable condition.